Manufacturer narrative:
H3: product analysis # (B)(4):2900153 lot# gz12e003 visual and functional testing identified that the handle of the instrument is worn from what appears to be repeated normal use. This is consistent with anticipated wear. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient having plif for unknwon indication. It was reported that the metal part of curette 8 mm came off the brown handle. There was no symptom reported.  There were no further complications reported regarding the event.